Event description:
It was reported that the patient presented for routine implant of the right ventricular (rv) lead. During the procedure the physician tested the helix retraction and observed that it neither retracted nor extended properly. The lead was not used, and a replacement lead was implanted. There were no patient consequences.

Manufacturer narrative:
The reported event of a helix mechanism issue was confirmed. As received, a complete lead was returned for analysis with the helix retracted and clean. X-ray examination of the lead noted the inner coil was over torqued at the connector pin region. After the lead was cut and cleaned, torque was applied directly to the connector pin and the helix was able to retract and extend, despite the over torqued inner coil. The cause of the reported event of a helix mechanism issue was due to the over torque of the inner coil consistent with procedural damage. Electrical testing did not find any indication of conductor fractures or internal shorts.